Event description:
It was reported that the pt underwent a posterior fixation spinal surgery. It was reported that the set screw cross threaded during insertion into the bone screw. Also, during an attempt to break off, the set screw popped but did not break off. The set screw was removed and two other set screws were used unsuccessfully. The bone screw was removed and replaced with a new bone screw. It was noticed that the bone screw saddle had splayed after it was removed from the pt. No pt complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the MFR for eval, therefore, the cause of the event cannot be determined.